Event description:
It was reported that the patient experienced less than 50% therapy relief along the catheter track. A catheter break was detected in the distal segment. The cause was not known and no troubleshooting or diagnostic testing was performed. A partial explant occurred as a distal few centimeters were left in the intrathecal space. The patient¿s status at the time of the event was reported as alive-no injury. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed catheter body broken. (B)(4).

Event description:
It was further reported that to the reporter¿s knowledge the patient was doing ¿fine¿ and receiving effective therapy. The product was sent for return.